Event description:
It was reported that there were no external power alarms while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 8 hours (B)(6) 2023 from 02:41:39 ¿ 10:52:47 per time stamp). On (B)(6) 2023 at 09:03:12 and 09:05:08 while connected to the mpu, the no external power alarm activated due to both white and black lead voltages dropping to 0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu was not returned for analysis and remains in use. Additional information provided stated that the mpu was functioning as intended the whole time to their knowledge. A good faith effort was sent to retrieve serial number and v-lock information for the mpu, but the customer was unable to provide it. A root cause of the reported event was not conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.